Event description:
It was reported that during the implant procedure the helix stuck in the retracted position after moving the lead once. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over retracted. There was blood/body fluid on the distal conductor and blood in/on the helix mechanism. The full lead was returned for analysis.